Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: balloon catheter 2af283 / 82782-71 was returned and analyzed. Data file analysis confirmed the system notice #50005 "leak detection ¿occurred with the returned catheter on the date of procedure. Visual inspection of catheter 2af283 / 82782-71 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for five injections. The catheter failed the performance test due to #50005 notice. Dissection and pressure testing with the catheter revealed a guide wire lumen kink and breach at 0.80 inches proximally from the tip. The reported issue (system notice #50005) has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, an error code occurred indicating the safety system detected fluid in the catheter and stopped the injection. The catheter was replaced and the procedure was completed with cryo. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.